Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press. Customer's blood glucose (bg) was 896 mg/dl and customer went to the emergency room (ER). Customer was unable to perform a pump system check at the time of the report. Upon follow up, customer reported pump case was on. Tandem technical support (cts) advised customer to take case off and confirm if button was difficult to press. Although multiple attempts were made by cts to confirm if the button issue had resolved, customer did not reply.